Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's eye. Reportedly, residual astigmatism was observed. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.